Event description:
During use of micropuncture in pt's arm vessel, hub broke free from shaft of coaxial sheath. Sheath remained in arm, requiring surgical removal.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.